Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. (B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent and the reported material deformation were able to be confirmed. Based on a visual and dimensional inspection of the returned stent and protective sheath, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the circumflex artery, the 2.75 x 38 mm xience alpine stent delivery system (sds) was advanced to the lesion and during the deployment attempt it was noted that the stent was not on the balloon. The device was removed from the anatomy without issue. The damaged/mangled stent implant was located on the protective mandrel outside the anatomy. A different same size xience alpine stent was used successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.